Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The blood glucose results were 110 and 205 mg/dl. Tests were done wihtin 10 minutes. Patients did not experience any adverse events. No further information has been reported.